Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode appeared to have dislodged. X-rays from (B)(6) 2021 were compared to current x-rays and show that the electrode was displaced. Technical services discussed evaluating the device for appropriate sensing and impedance measurements at the current electrode location, to determine if a revision is necessary. No adverse patient effects were reported. No intervention has been performed at this time. The local sales representative provided additional information. The patient had presented to the hospital with a seroma in the device incision. During intervention to reposition the device, the electrode dislodgement was discovered. Sensing was evaluated, and a new defibrillation threshold (dft) test was performed and was successful. Therefore, the physician planned to continue monitoring the electrode and will add a third incision to fixate the electrode tip if necessary. It was later reported that no intervention was performed to fixate the electrode tip. The pediatric patient was later admitted to the hospital with an infection at the device pocket, so the s-ICD system was explanted. The patient will continue their antibiotic treatment, then a new, transvenous ICD system will be implanted. No additional adverse patient effects were reported. The explanted products were not expected to be returned.